Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and there was no visible contamination. The event history log was reviewed and there was a force sensor test message. The power up process and calibration verification test were conducted. The reported issue was duplicated during the power up process. There were intermittent force readings. Steady state reading of the force sensor (with no pressure on it) count = 0 and 958 , 0 = 23.44 lbs. And 0.98 lbs. The readings fluctuate. The issue was caused by the plunger cable due to normal wear since the pump is over 7 years old. The plunger cable was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor failure. The pump was not in use at the time of failure. It went into an error state as soon as it was turned on and could not be used. There was no patient involvement.